Manufacturer narrative:
Continued zip code: (B)(6). (B)(4). Visual device evaluation: "visual analysis of the photographs: a broken device on the back is missing a piece of shell, it has red particles on the surface of the device. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, diagnosed by MRI. Implant date provided is after the expiration date of the device. Device explanted.

Event description:
Healthcare professional reported left side rupture, diagnosed by MRI. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, g1, h6, h10. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side rupture, diagnosed by MRI. Implant date provided is after the expiration date of the device. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.